Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During variax fibula surgery, the surgeon used the locking screw and plate. When the surgeon inserted the locking screw, the locking screw and plate didn't lock. The surgeon removed the tip of locking screw. When the surgeon removed the screw, metal shavings were seen. The metal shavings were removed and the surgeon finished operation.